Manufacturer narrative:
The product has been received for analysis and analysis is on going.

Event description:
It was reported that while in the cardiac care unit, this pacemaker could not be interrogated. Eventually it was successfully interrogated and found to be in safety mode. The patient has complete heart block but has no follow up care with this device. It is unknown how long the device has been in safety mode or if the patient has undergone any radiation therapy. Technical services (ts) recommended replacement. The device was explanted.

Event description:
It was reported that while in the cardiac care unit, this pacemaker could not be interrogated. Eventually it was successfully interrogated and found to be in safety mode. The patient has complete heart block but has no follow up care with this device. It is unknown how long the device has been in safety mode or if the patient has undergone any radiation therapy. Technical services (ts) recommended replacement. The device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.